Event description:
A malfunction was reported with a customer's pump. There was no adverse impact to the customer's blood glucose level. Customer contacted support, who provided information on resetting the pump and assisted with the reset. After the reset, the malfunction did not recur, and customer was advised to continue using the pump and to call back if the issue reappeared.